Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that a as lvp 20d 2ss cv had flow issues causing tubing expansion during use. The following was reported by the initial reporter: "it was reported that IV fluid is back flowing into tubing causing a bubble. Verbatim from report: event description: IV fluid back flowing into tubing causing a bubble."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 12/23/2020 h.6. Investigation summary: 1 sample was returned by the customer. It was reported that IV fluid is back flowing into tubing causing a bubble. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump module (dchu-0008) at 125 ml/hr with a vtbi of 125 ml. Fluid was flowing correctly throughout the infusion. No back flow was observed. No bubbles were observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated. This incident has been added to our database of reported incidents.

Event description:
It was reported that a as lvp 20d 2ss cv had flow issues causeing tubing expansion during use. The following was reported by the initial reporter: "it was reported that IV fluid is back flowing into tubing causing a bubble. Verbatim from report: event description: IV fluid back flowing into tubing causing a bubble."